Manufacturer narrative:
Customer returned pump for an alleged pump error 41and 43, unexpected battery power loss on (B)(6) 2022. The unit p-cap / test reservoir locked in place properly. The pump passed the displacement test, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump failed the sleep current measurement test. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Pump error 41 and 43 were found in history file on (B)(6) 2022 16:29:14.000. (File number: 121 line number: 589). Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The following were noted during visual inspection: cracked case (corner of belt clip rails) and scratched case.¿ in summary, customer alleged battery power loss confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported unexpectedly shutting off the insulin pump several times. It was also reported that multiple insulin pump error. Troubleshooting was performed and the customer was able to clear the alarms successfully. The customer performed a self-test and displacement test and the rewind pump; however, all the tests were passed. No harm requiring medical intervention was reported. It was advised to the customer to place the pump in a storage mode; however, a replacement pump will be provided to the customer and the insulin pump will be returned for analysis.